Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-12581. It was reported that the patient presented remotely via merlin.net with atrial noise reversion exhibited due to noise on the right atrial lead, as well as non-sustained right ventricular over-sensing episodes record by the implantable cardioverter defibrillator. The right ventricular over-sensing was attributed to myopotential over-sensing. Programming intervention were discussed; however, no changes were made. The patient was stable.